Manufacturer narrative:
The event is considered misuse since end user had history of prior skin ulceration with use of current company¿s product but after using it again, had pressure wounds. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The end user reported pressure wounds under the wafer at 12 o'clock and 5 o'clock that started approximately three weeks ago with no leakage. The consumer was self-treating with another company's gauge and barrier strip. She stated 12 o'clock wound had completely healed but was originally the size of a pencil eraser and a half was approximately 8 mm. The 5 o'clock wound was approximately 50% better and had 5 mm depth originally but now almost healed to skin level. She also stopped using the company's convex barrier and now using a seventy mm (millimeters) another company's product. She notified her physician, and he advised her to seek assistance from a wound, ostomy, and continence (woc) nurse but the local woc nurse had left the practice. The physician did not provide any diagnose, prescriptions or medical treatment. Also, the consumer was educated that she should not use this product again. However, she stated that she did not get a good wear time with another product and started using it again. The photographs were also received from the complainant depicting the issue.